Manufacturer narrative:
(B)(4). Upon completion of the investigation, or if additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information becomes available, a follow up report will be submitted.

Event description:
On an unreported date, the patient was hospitalized for feeling sick and overloaded with fluid (onset date not reported). The patient also experienced trouble breathing and swelling (location of swelling not reported). Treatment was not reported. No additional information was available at the time of this report.